Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and coital bleeding ("bleeding during sex "). The patient was treated with surgery (to remove the essure), essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, perforation, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding, device breakage, device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure (batch no. 740657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia, dysfunctional uterine bleeding and fibroids. In 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2012, the patient experienced vulvovaginal rash ("rashes or skin conditions type: in vagina area"). On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced weight increased ("weight gain"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and urinary incontinence ("bladder or urinary problems or changes: bladder very weak"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding during sex"), haematuria ("bladder or urinary problems or changes hematuria repaired during surgery constant urination now/ currently still having spotting periodically when urinating"), dyspareunia ("pain during sexual intercourse"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery(B)(6)2017 hysterectomy with bilateral salpingectomy), surgery (to remove the essure) and surgery (to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, coital bleeding, menorrhagia, female sexual dysfunction, urinary incontinence, dysmenorrhoea, fatigue, vaginal infection, headache, nausea, allergy to metals, vulvovaginal rash, weight increased and dyspareunia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, haematuria and vaginal discharge had not resolved and the migraine, abdominal pain, back pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, menorrhagia, migraine, nausea, pain in extremity, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight: 255 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)2017: leiomyoma, inactive endometrium on (B)(6)2017 pathology tests was performed having result uterus, cervix, tubes, laparoscopic hysterectomy and bilateral salpingectomy: leiomyoma, inactive endometrium. Fallopian tubes with paratubal cysts. Benign cervix. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; hematuria, vaginal discharge, vaginitis, pelvic pain. Postcoital bleeding, metrorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter, patient and product information added. Concomitant condition added. Lot number added. Lab data added. Event perforation of organs updated to perforation (fallopian tube(s)) and perforation (uterus) . Event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),bladder or urinary problems or changes hematuria repaired during surgery constant urination now/ currently still having spotting periodically when urinating, dysmenorrhea (cramping), fatigue, vaginitis, migraines, headaches, nausea, nickel allergy, rashes or skin conditions type: in vaginal area, vaginal discharge, weight gain, leg pain , lower back pain, vaginal pain, abdominal pain and pain during sex were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure (batch no. 740657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia, dysfunctional uterine bleeding and fibroids. In 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vulvovaginal rash ("rashes or skin conditions type: in vagina area"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and urinary incontinence ("bladder or urinary problems or changes: bladder very weak"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding during sex"), haematuria ("bladder or urinary problems or changes hematuria repaired during surgery constant urination now/ currently still having spotting periodically when urinating"), dyspareunia ("pain during sexual intercourse"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, coital bleeding, menorrhagia, female sexual dysfunction, urinary incontinence, dysmenorrhoea, fatigue, vaginal infection, headache, nausea, allergy to metals, vulvovaginal rash, weight increased and dyspareunia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, haematuria and vaginal discharge had not resolved and the migraine, abdominal pain, back pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, menorrhagia, migraine, nausea, pain in extremity, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight: 255 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: leiomyoma, inactive endometrium. On (B)(6) 2017 pathology tests was performed having result uterus, cervix, tubes, laparoscopic hysterectomy and bilateral salpingectomy: leiomyoma, inactive endometrium. Fallopian tubes with paratubal cysts. Benign cervix. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; hematuria, vaginal discharge, vaginitis, pelvic pain. Postcoital bleeding, metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.